Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. Also, it was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge, resume insulin delivery, and would continue to use the pump until replacement is received.

Manufacturer narrative:
Cartridge change error.